Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, gastrointestinal videoscope exhibited foreign material on adhesive around objective lens and the light guide lens, plastic distal end cover, bending section cover and inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. During examination, the foreign material could not be identified. Based on the results of the investigation, olympus could not identify a definitive root cause of the event. The suggested events are detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif-q150 operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif-q150 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.